Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported the belt clip for her insulin pump broke. Customer's blood glucose was 500 mg/dl. She treated with the device. A replacement belt clip was sent. Nothing further reported.